Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a nephrostomy procedure, a flexima suture string broke. A month following the placement of a flexima drainage catheter, the pt returned to the hospital stating that the drainage catheter "fell out". It was noted that the suture string had broken. While placing a second flexima catheter, fluoroscopy confirmed no fragments were left behind from the first catheter. It was noted that the suture fracture occurred because the pigtail did not maintain it's shape and the proximal suture remained in the locked position. No pt complications occurred.